Event description:
Event verbatim [preferred term], isn't mixing correctly [device physical property issue]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received absorbable gelatin (gel-flow nt), (lot number: ld5718, expiration date: 30apr2025), device lot number: ld5718, device expiration date: 30apr2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device physical property issue (non-serious), outcome "unknown", described as "isn't mixing correctly". Additional information: wholesaler called this afternoon to report their customer was having issues with the gel-flow 5,000iu syr spray cpak us. Their exact words were "isn't mixing correctly". They have quantity 4 on hand with same issue, all the same lot.

Manufacturer narrative:
Product quality group provided investigational results on 03apr2025 for absorbable gelatin: investigation summary and conclusion: complaint was investigated for does not operate as indicated absorbable gelatin sponge 0 device 550 mg powder; powder ld5718. An investigation was conducted for all lots of 104873 (h000020108) listed on the pfizer complaint. The investigation searched for document deviation authorizations and non-conforming events for each of the 19 lots. This did not produce any related findings. All tp1348, procoagulant uniformity tests met specification. Therefore, there was no nonconformance to investigate. There is no need for regulatory notification as there was no non-conformance observed by teleflex. No quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. There is no impact on patient safety and product quality. No issue escalation was required. The reported defect is not representative of the quality of the batch, and batch ld5718 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, unable/difficult to reconstitute, was reported. The reported complaint is for the gelflow kit, which is comprised of a gelflow nt device and a thrombin syringe spray kit. The risk management file for the gelflow kit pertains to packaging of the gelflow nt and thrombin syringe spray kit constituents. As the complaint regards product mixing and not packaging or labeling of the constituents, an applicable hazard/hazardous situation was not identified within a review of the hazard analysis for the gelflow kit (inx100331815, version 4.0). The gelflow nt risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (inx100343759), version (2.0). A hazard of 'device not suitable for application' and hazardous situation of 'product not applied or not enough product applied, or product application delayed'(h03-01, h03-02, h03-03) were identified. The thrombin syringe spray kit risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (inx100367938), version (2.0). A hazard of 'functionality - critical performance' and hazardous situation of 'product not applied or not enough product applied or product application delayed' (h10-01, h10-02, h10-03) were identified. All complaint investigations are trended. There is not a current trend alert documented.

Event description:
Event verbatim [preferred term] isn't mixing correctly [device physical property issue]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A patient (age and gender not provided) received absorbable gelatin (gel-flow nt), (lot number: ld5718, expiration date: 30apr2025), device lot number: ld5718, device expiration date: 30apr2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device physical property issue (non-serious), outcome "unknown", described as "isn't mixing correctly". The action taken for absorbable gelatin was unknown. Causality for "isn't mixing correctly" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on 03apr2025 for absorbable gelatin: investigation summary and conclusion: complaint was investigated for does not operate as indicated absorbable gelatin sponge 0 device 550 mg powder; powder ld5718. An investigation was conducted for all lots of 104873 (h000020108) listed on the pfizer complaint. The investigation searched for document deviation authorizations and non-conforming events for each of the 19 lots. This did not produce any related findings. All tp1348, procoagulant uniformity tests met specification. Therefore, there was no nonconformance to investigate. There is no need for regulatory notification as there was no non-conformance observed by teleflex. No quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. There is no impact on patient safety and product quality. No issue escalation was required. The reported defect is not representative of the quality of the batch, and batch ld5718 remains acceptable for further distribution. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, unable/difficult to reconstitute, was reported. The reported complaint is for the gelflow kit, which is comprised of a gelflow nt device and a thrombin syringe spray kit. The risk management file for the gelflow kit pertains to packaging of the gelflow nt and thrombin syringe spray kit constituents. As the complaint regards product mixing and not packaging or labeling of the constituents, an applicable hazard/hazardous situation was not identified within a review of the hazard analysis for the gelflow kit (inx100331815, version 4.0). The gelflow nt risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (inx100343759), version (2.0). A hazard of 'device not suitable for application' and hazardous situation of 'product not applied or not enough product applied, or product application delayed'(h03-01, h03-02, h03-03) were identified. The thrombin syringe spray kit risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (inx100367938), version (2.0). A hazard of 'functionality - critical performance' and hazardous situation of 'product not applied or not enough product applied or product application delayed' (h10-01, h10-02, h10-03) were identified. All complaint investigations are trended. There is not a current trend alert documented. Additional information: wholesaler called this afternoon to report their customer was having issues with the gel-flow 5,000iu syr spray cpak us. Their exact words were "isn't mixing correctly". They have quantity 4 on hand with same issue, all the same lot. On 29jan2024, in response to query, the response was reported as follows: "this was entered into the system by special programs. Date of contact was jan 16. I do not see this as an ae that needs to be reported to you". Follow-up (29jan2025): this is a follow-up report from a consumer. Updated information included: additional information. Follow-up (05mar2025): follow-up attempts are completed. Follow-up (03apr2025): this is a follow-up report from product quality group providing investigation results. Follow-up (10apr2025): this is a follow-up report from product quality group providing updated reportability determination.

Event description:
Event verbatim [preferred term] isn't mixing correctly [device physical property issue]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received absorbable gelatin (gel-flow nt), (lot number: ld5718, expiration date: 30apr2025), device lot number: ld5718, device expiration date: 30apr2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device physical property issue (non-serious), outcome "unknown", described as "isn't mixing correctly". Additional information: wholesaler called this afternoon to report their customer was having issues with the gel-flow 5,000iu syr spray cpak us. Their exact words were "isn't mixing correctly". They have quantity 4 on hand with same issue, all the same lot. On (B)(6) 2024, in response to query, the response was reported as follows: "this was entered into the system by special programs. Date of contact was jan 16. I do not see this as an ae that needs to be reported to you". Causality for "isn't mixing correctly" was determined associated to absorbable gelatin (malfunction). Product quality group provided investigational results on (B)(6) 2025 for absorbable gelatin: investigation summary and conclusion: complaint was investigated for does not operate as indicated absorbable gelatin sponge 0 device 550 mg powder; powder ld5718. An investigation was conducted for all lots of 104873 (h000020108) listed on the pfizer complaint. The investigation searched for document deviation authorizations and non-conforming events for each of the 19 lots. This did not produce any related findings. All tp1348, procoagulant uniformity tests met specification. Therefore, there was no nonconformance to investigate. There is no need for regulatory notification as there was no non-conformance observed by teleflex. No quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. There is no impact on patient safety and product quality. No issue escalation was required. The reported defect is not representative of the quality of the batch, and batch ld5718 remains acceptable for further distribution. This investigation is based on the information captured in the complaint description and argus report. The complaint issue, unable/difficult to reconstitute, was reported. The reported complaint is for the gelflow kit, which is comprised of a gelflow nt device and a thrombin syringe spray kit. The risk management file for the gelflow kit pertains to packaging of the gelflow nt and thrombin syringe spray kit constituents. As the complaint regards product mixing and not packaging or labeling of the constituents, an applicable hazard/hazardous situation was not identified within a review of the hazard analysis for the gelflow kit (inx100331815, version 4.0). The gelflow nt risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (inx100343759), version (2.0). A hazard of 'device not suitable for application' and hazardous situation of 'product not applied or not enough product applied, or product application delayed'(h03-01, h03-02, h03-03) were identified. The thrombin syringe spray kit risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (inx100367938), version (2.0). A hazard of 'functionality - critical performance' and hazardous situation of 'product not applied or not enough product applied or product application delayed' (h10-01, h10-02, h10-03) were identified. All complaint investigations are trended. There is not a current trend alert documented. Follow-up (29jan2025): this is a follow-up report from a consumer. Updated information included: additional information. Follow-up (05mar2025): follow-up attempts are completed. Follow-up (03apr2025): this is a follow-up report from product quality group providing investigation results.

Event description:
Event [preferred term] isn't mixing correctly [device physical property issue], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received absorbable gelatin (gel-flow nt), (lot number: ld5718, expiration date: 30apr2025), device lot number: ld5718, device expiration date: 30apr2025. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device physical property issue (non-serious), outcome "unknown", described as "isn't mixing correctly". Additional information: wholesaler called this afternoon to report their customer was having issues with the gel-flow 5,000iu syr spray cpak us. Their exact words were "isn't mixing correctly". They have quantity 4 on hand with same issue, all the same lot. On 29jan2024, in response to query, the response was reported as follows: "this was entered into the system by special programs. Date of contact was jan 16. I do not see this as an ae that needs to be reported to you". Follow-up (29jan2025): this is a follow-up report from a consumer. Updated information included: additional information.